Event description:
It was reported that during a dural arteriovenous fistula embolization, the physician successfully delivered twelve coils without any issues. However, the thirteenth coil prematurely detached with approx 3cm of the proximal part of the coil remaining in the catheter. It was confirmed that the event happened without any manipulation during repositioning. The following coil pushed out the remaining portion of the subject coil into the aneurysm. Both coils were properly deployed. The procedure was successfully completed. There were no reported complications due to this event. There were no reported complications due to this event and the pt was in a good condition.